Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a routine feeding procedure. According to the complainant, the device button locking adapter was broken and unable to connect. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.